Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: e vfxplus-29, serial/lot #: (B)(6), ubd: 11-apr-2027, UDI #: (B)(4); product ID: evfxplus-29, serial/lot #: (B)(6), ubd: 05-sep-2027, UDI #: (B)(4). The codes present in section h6 correspond to multiple components/products that comprise this reported event. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of a transcatheter aortic valve, a pre-implant balloon aortic valvuloplasty (bav) was performed due to the patient's thickened leaflets. Following the successful deployment of the valve, upon the removal of the delivery catheter system (dcs), the nose cone caught on the valve frame, resulting in dislodgement of the valve. Subsequently, a new valve and dcs were prepped. Upon the first deployment attempt with the second system, the valve was unable to be positioned securely and was subsequently recaptured. Two further deployment attempts were made, however the valve remained unable to be securely positioned. Subsequently, the procedure was ultimately aborted. Per the physician, the patient's tortuous anatomy including a 70 degree root angle, short aortic root, and leaflet calcification contributed to the dislodge and the difficulties placing the second valve.

Manufacturer narrative:
Additional review of the event and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements in 21 cfr 803. Updated data: h6. H10. The correct devices are documented in the related reports additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.